Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Tandem technical support performed a system check and during the test, the customer stated that the insulin appeared to be thicker than normal. Cts recommended that due to the insulin, the cartridge and infusion set should be changed. The customer indicated that the supplies were exposed to direct sunlight during use.